Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level of 567 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital the next day with no permanent injury. Reportedly, the customer forgot to deliver a meal bolus, however, customer alleged this was not the only contributing factor to the cause of the reported issue. Tandem technical support guided the customer through restarting the pump.